Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1 a2 a3 b4 b5 g3 g6 h2 h6: device code h10 correction: initial medwatch was submitted with a notification date of (B)(6), 2023 in g3 and submitted on (B)(6) 2023; however, the correct notification date is (B)(6), 2023.

Event description:
It was reported that the patient underwent a right hip revision as patient's soft tissue was impinging. The navigation was used to add version to the cup. There is no additional information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. Attempts have been made to obtain additional information and at this time, no additional information is available.

Manufacturer narrative:
(B)(4). Report source foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01075. 0001825034 - 2023 - 01072. 0001825034 - 2023 - 01074. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.